Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) unit shutdown.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. No indication if patient was involved.

Manufacturer narrative:
Additional contact details: event site email- (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shutdown during transport. A getinge field service engineer (fse) stated during inspection, discovered upper display had residual fluid on it. On the touchscreen he was able to find a couple of specks of some fluid. To resolve issue cleaned upper display and touchscreen with damn cloth and dried with clean cloth. Performed touchscreen calibration and both display tests with no problems. Unit functions to factory specifications. Unit passes all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. The patient involvement is unknown.